Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2016 with the following findings: rewind, load and prime steps performed successfully. In black box and alarm history no motor failure connected with motor noise. Testing was unable to duplicate complaint about motor noise. The display was dim and pink and the battery compartment is cracked below bumper pad. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery department and a dim display. This report is made based on the results of an investigation completed on (B)(6) 2016.